Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device with essure. Concerning the injuries reported in this case, the following one/ones was/were reported via medical record event ectopic pregnancy. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.